Event description:
After a successful stage 1 trial, the patient returned for the stage 2 implant on 2014-(B)(4). At that time, it was noted the lead appeared ¿kinked¿ and the outer sheath was ¿broken/split¿ in one very small section (about 2 mm). An impedance test was completed once the lead was connected to the extension and implantable neurostimulator. No out of range electrodes were found. The surgeon elected to continue with the procedure and the patient did not demonstrate any ¿untoward¿ effect post-operatively. No patient injury was noted. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant: product ID 388928, lot# 0208068234, implanted: 2014-(B)(6), product type lead. Product ID 3095-10, serial# (B)(4), product type extension. (B)(4).